Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. After the third attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.